Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio iq meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained from customer service during a follow up call. The patient reported that the alleged inaccuracy began on ¿(B)(6) 2015, around 11:30 pm¿. The patient reported obtaining inaccurate erratic blood glucose results of ¿5.9, 6.4 and 2.8mmol/l¿ on the subject meter, which were obtained less than 20 minutes apart. The patient currently takes insulin (no adjustments) to manage her diabetes and continued with her usual dose including sliding scale as a result of the alleged issue. On an unknown date and time after the alleged issue began, the patient denied that she developed symptoms. However, on ¿(B)(6) 2015 around 11:40¿ the patient received health care professional (hcp) phone advice to ¿seek medical attention¿ as she had a reading of ¿2.8mmol/l¿. The patient did not attend emergency room(ER) and drank some orange juice instead. At the time of trouble shooting, the cca confirmed there was no misuse of the meter. The patient used the correct test strips and the correct testing steps were carried out. Cca noted the test strips were stored correctly and within their expiry date and the test strips vial was intact. The cca was unable to walk through a retest as the patient did not have control solution. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ precision criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 . The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.